Event description:
It was observed during the device evaluation, the colonovideoscope had a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is possible that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use (IFU) which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope and gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.